Event description:
It was reported by repair work order that the brakes had reduced braking force due to the caster stems being damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.